Event description:
Following implant of device and weaning from cardiopulmonary bypass blood was noted to be leaking at the juncture of the outflow elbow and outflow valve cage. Hemostasis was achieved using surgical and umbilical tape. After bleeding was controlled umbilical tape was removed and the incision closed.